Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported hematuria, as well as a direct correlation to heartmate 3 lvas could not be conclusively determined. No product is available for investigation. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system and provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced hematuria of undiagnosed cause.